Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device mode selection could not be activated. The device was returned to the biomedical department with an unsigned note stating, can not activate mode selection. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional information was provided.